Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported burning and redness in both eyes after initial use of product resulting in a doctor visit. Medical information was obtained from the treating doctor¿s office. Patient was diagnosed with allergic conjunctivitis and initially treated with pataday, a week later patient was prescribed lotemax. The doctor did not relate the solution to the event. Patient has a history of conjunctivitis. Patient recovered with treatment. The device was not available for return. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.